Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 27-feb-2023 h6: investigation summary one mv0420-0006 sample was received for investigation without packaging, however the customer indicated that the affected product was from lot 222081. A visual inspection confirmed the customer's experience as the smartsite was observed to have been snapped away from the vial access device (vad), with the tip of the male luer of the smartsite still bonded to the vad. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for the customer's experience could not be determined, however previous investigations have confirmed that similar damage can occur as a result of a lateral force being applied to the component. A review of the production records from lot 222081 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that during use with bd smartsite¿ vented vial adaptor there was component separation. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: adapter is broken off between smart site and adapter.

Event description:
It was reported that during use with bd smartsite¿ vented vial adaptor there was component separation. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: adapter is broken off between smart site and adapter.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is yukon. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device lot #: 222081 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. Email address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.